Manufacturer narrative:
Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with an unknown valve, with unknown implant duration is being evaluated for a procedure due to unknown reasons.

Event description:
Through follow up it was all there is no event to report. All events and information were already captured. This event was opened in error.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.